Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number: 9617229-2022-02951. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: autoimmune/connective tissue - symptoms of: unable to observe through visual inspection as it is a physiological phenomenon. Depression: unable to observe through visual inspection as it is a physiological phenomenon. Edema: unable to observe through visual inspection as it is a physiological phenomenon. Fever: unable to observe through visual inspection as it is a physiological phenomenon. Headache: unable to observe through visual inspection as it is a physiological phenomenon. Hematoma: unable to observe through visual inspection as it is a physiological phenomenon. Infection (unknown onset): unable to observe through visual inspection as it is a physiological phenomenon. Inflammation/irritation: unable to observe through visual inspection as it is a physiological phenomenon. Lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. Malaise: unable to observe through visual inspection as it is a physiological phenomenon. Nipple sensation increase/decrease: unable to observe through visual inspection as it is a physiological phenomenon. Other - medical: unable to observe through visual inspection as it is a physiological phenomenon. Pain: unable to observe through visual inspection as it is a physiological phenomenon. Rash: unable to observe through visual inspection as it is a physiological phenomenon. Varied injuries: unable to observe through visual inspection as it is a physiological phenomenon. Visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. Rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen lymph nodes"; rupture.

Event description:
Patient reported left side rupture and pain. Patient representative reported "frequently swollen lymph nodes in the chin and neck area", "tension in the breast, visible changes in the breast", "pain in the shoulders and back areas, constant breast pain", "recurrent hematomas on the shoulders caused by bra straps, recurrent hematomas in the lower breast area", and "rash". Patient representative additionally reported the following events, which are not device-related: "exhaustion¿, ¿fatigue¿, "fever¿, ¿chills¿, "joint pain", "hair loss", "massive sleep disorder", "limited libido", "brain fog", "extreme difficulty concentrating and forgetfulness", "weight loss", "panic attacks and anxiety at night", "frequent illness due to weakened immune system", "pale skin and severe dark circles", "imbalance", "sensitivity to light", "heart racing", "hormonal problems (early menopause and difficulty conceiving)", "digestion problems", "symptoms of breast implant illness (bii)", "depression", "autoimmune disease (dysregulation of the thyroid)", "massive headaches", "repeated loss of consciousness", "swollen hands, legs, feet", "frequent bladder infections, multiple candida infections, sinus infections", "spontaneous tingle, stiffness and numbness in the fingers". Bilateral capsulotomy and partial capsulectomy performed. This record is for the left side. Device has been explanted. Device has been returned.